Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2019 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no: 320550 . Batch no: 9036918. It was reported that during use of the pen ndl 32g 4mm hp 100 box 1200 us the user was not able to deliver medication. The following information was provided by the initial reporter: needle clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320550 batch no: 9036918. It was reported that during use of the pen ndl 32g 4mm hp 100 box 1200 us the user was not able to deliver medication. The following information was provided by the initial reporter: needle clog during injection.